Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+4.0/091 (sphere/cylinder/axis) was implanted into the left (os) eye on (B)(6) 2021. Reportedly the main incision needed to be sutured due to "maneuver and causes wound leak."

Manufacturer narrative:
H6- medical device problem code: replaced code 3189 with 2993. Claim# (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+4.0/091 (sphere/cylinder/axis) was implanted into the left (os) eye on (B)(6) 2021. Reportedly the main incision needed to be sutured due to "maneuver and causes wound leak."